Manufacturer narrative:
Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Pump error 63 alarm confirmed in the device history due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures. Customer's blood glucose level was 65 mg/dl. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Fill cannula was recorded in daily history. It was also stated that the self test was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.